Event description:
Patient reported he had right knee replacement on (B)(6) 2010. Patient claimed ever since surgery, he suffers extreme pain. Doctor diagnosed him with complex regional pain syndrome (crps). Patient is on disability and occasionally has to walk with a cane and walker.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stryker right knee. An evaluation of the device cannot be performed, as the device remains implanted and will not be returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device remains implanted.